Event description:
Spontaneous report. Patient reported pump pushed out syringe (and would not stay in) from the pump so that syringe was longer in pump. Infusion was almost complete during that time no medication loss occurred. No missed dose reported, pt was able to complete therapy by manual push. No adverse event reported due to pc, defective pump is available for return. Pt reported pump sn: (B)(6), lot: s.80796. No additional information provided. Reported to (B)(6) by: patient/caregiver.